Event description:
It was reported that asymptomatic patient presented in clinic for a routine checkup. Episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed. The device was reprogrammed. .